Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0211276083, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported a suspected damaged lead that occurred during a procedure. The hcp was unable to achieve intraoperative response from the consumer using the twist lock cable and a test stimulator on electrodes 0 and 1 of the lead. Upon further inspection, the lead was found to be slightly bent at the site where the depth stop adapter was connected and a short was suspected. The lead was replaced and implanted without issue. No factors were known to have led to the event; although suspected overtightening of the depth stop. Intraoperative thresholds were tested for all electrodes and could not be achieved for electrodes 0 and 1. A short was suspected; however, due to the anatomical target, this might not have been caused by a damaged lead, but rather a natural neurological response to the electrode position. The implanters were instructed to use only the new model of depth stop adapter which prevented overtightening. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead, model 3389-40, serial/lot no. Unknown, found lead body outer insulation damaged at depth stop site. A short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation 2.8cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.